Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
All initial bone cuts were made and at the time the dr. Assessed the joint he felt that the knee was tight in extension. So we decided to recut distal femur at this time saw would not work. Could hear motor so tried to reset cutter. That didn¿t work. Asked dr. To remove saw attachment and that is when a gear from misc. Fell out of the hand piece. So we got mics from shelf. Reassembled to rio and registered. And did our recuts. Case type: tka. Was there a surgical delay? Yes =15 minutes.

Event description:
All initial bone cuts were made and at the time the dr. Assessed the joint he felt that the knee was tight in extension. So we decided to recut distal femur at this time saw would not work. Could hear motor so tried to reset cutter. That didn¿t work. Asked dr. To remove saw attachment and that is when a gear from misc. Fell out of the hand piece. So we got mics from shelf. Reassembled to rio and registered. And did our recuts. Case type: tka. Was there a surgical delay? Yes =15 minutes.

Manufacturer narrative:
Reported event: it was reported that all initial bone cuts were made and at the time the dr. Assessed the joint he felt that the knee was tight in extension. So we decided to recut distal femur at this time saw would not work. Could hear motor so tried to reset cutter. That didn¿t work. Asked dr. To remove saw attachment and that is when a gear from misc. Fell out of the hand piece. So we got mics from shelf. Reassembled to rio and registered. Product evaluation and results: product inspection could not be performed as the product was lost and not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k070g and 23 including 4200510 were accepted into final stock on 3/9/16. A review of qt-16-03-0026 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k070g, p/n 209063 shows 01 other complaint related to the failure in this investigation. The complaint pr: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA 1450904. Device not returned.